Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in poor and disfigured condition. T1, t2 and suture were not returned. The delivery needle is bent upward well past the delivery curve. It is bowed and quite twisted to the right. The damage impedes the functional test as well. This device no longer cycles or actuates. The physical condition indicates device manipulation and difficulty during attempts to reach desired anchoring location. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause was confirmed with regards to the manufacturing of the device. No further investigation is warranted.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 anchor pulled through the meniscus following deployment. A backup device was available to complete the procedure following a 5 minute delay. No patient impact was reported.